Event description:
A pt of mine ordered hubble contact lenses without an rx for hubble contact lenses. I was not contacted by hubble to verify an rx. My pt did not suffer an adverse affect, but these contact lenses are made with outdated material and are not fit correctly. They have the potential to cause long term visual effects including loss of vision. Infection and potential blindness. On (B)(6) 2018 I saw the pt for an eye exam and performed a slit lamp examination on her corneas. I also performed a contact lens fitting and evaluation.